Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to nonunion and broken plate tines. Two tines (inner proximal and inner distal) on the dorsal quad plate were broken. The surgeon removed the inner proximal tine, but the inner distal tine remains implanted as the surgeon was unable to remove it. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to nonunion and broken plate tines. Two tines (inner proximal and inner distal) on the dorsal quad plate were broken. The surgeon removed the inner proximal tine, but the inner distal tine remains implanted as the surgeon was unable to remove it. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the broken tines were likely subjected to excessive bending stresses which resulted in its breakage and contributed to the nonunion. The company will supplement the MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2026-00101 and 3011623994-2026-00103.